Event description:
It was reported that a ¿call your doctor¿ icon and an out of regulation (oor) message was displayed on the patient programmer screen. The oor was displayed two to three days prior to this report when the patient synced the programmer with the left implantable neurostimulator (ins). The patient was able to bypass the oor screen when they pressed the navigator key. The patient inquired if there was any risk of damage if they did not contact their healthcare professional (hcp) about the oor message. No changes in recharging frequency had been noticed. The patient charged both ins every day, there had been no changes, and they have had no problems with recharging. The patient stated that they could not take a chance because the therapy affects how they think and felt. Deep brain stimulation was the only think that worked to treat the patient¿s severe depression. The patient had other illness they were dealing with including a muscle disease in the lupus family they were diagnosed with three years ago after a muscle biopsy came back show ing ¿mixed connective disorder.¿ the muscle disease can cause ¿sydocons.¿ the patient was given medicine to calm it down, but that suppressed the immune system so they got shingles around (B)(6). In the past, the patient had contacted a manufacturing representative several times. The patient later reported that it took them a long time to recharge the morning of this report. The oor was still displayed after the ins was fully charged. About three months prior to this report the patient had a change in symptoms. The patient stated they had three things going on and any of them could be causing their depression. Two days later a manufacturing representative reported the patient was not able to adjust stimulation and an oor message occurred when they synced with the ins. If the patient synced to the ins again after getting the oor message, it would disappear. Switching from group a to b and then back to group a, cleared the message. The manufacturing representative planned to meet with the patient on tuesday to determine what the issue was. The patient was programmed with high settings and every electrode was being used on both leads. The settings were around 5v, a 200-300 pulse width, and a rate around 90 or higher. The patient did not have the ability to change amplitude, but they were able to switch groups. Follow up with the patient indicated that they received assistance from their hcp or a manufacturing representative and their concerns were resolved. No intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37612, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 64002, lot # n318874, implanted: (B)(6) 2012, product type adapter; product ID 748951, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37651, serial # (B)(4), product type recharger. (B)(4).